Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating pacing impedance as well as varying impedance on both defibrillation coils. Defibrillation impedance was also noted to have reached a high, undefined range on both coils. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was variable and beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was variable and beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.